Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided, and the customer declined further follow up and troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.